Event description:
Related manufacturer reference number: 2017865-2021-18196. It was reported that during capture threshold testing, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. There were no patient consequences.

Manufacturer narrative:
A communication issue was suspected between the implantable cardioverter defibrillator and programmer. After further investigation of the event, it was determined that the reported event is tied to the programmer software. The event of program execution failure of the threshold decrement test was confirmed. The implantable cardioverter defibrillator was reported in manufacturer report number: 2017865-2021-18196.